Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was confirmed due to a shorted 5.4v, causing u1004 and u1005 component on the computer/analog board to be defective. The monitor was unable to complete a patient baseline. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.